Event description:
It was reported that the patient presented in clinic with chest pain that was attributed to anxiety. It was noted that the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. The patients condition was satisfactory post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.